Manufacturer narrative:
A complete analysis and testing of 1 opened and used enite sensor showed that it was functioning properly and passed all functional testing.

Event description:
The customer reported getting a weak signal alert and a lost sensor alarm from an insulin pump regarding the sensor. The sensor will be returned and replaced. The customer reported experiencing low blood glucose values recently, as low as 32 mg/dl. In the night time. The customer declined troubleshooting for the low blood glucose and stated it was not due to the insulin pump, it was due to medical issues including the effects of a gastric bypass surgery. The customer stated that the sensor was not accurate regarding the low blood glucose values. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.